Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges upper airway irritation, chest pressure, headaches, problems breathing, and a typical sinus infection. The patient believes he is having problems with his kidneys which is related to his urinary incontinence. The patient has seen a doctor regarding his urinary incontinence. There is no allegation of serious or permanent harm or injury. Additional information received from the review of the complaint determined that the allegations mentioned by the patient do not meet the definition of a reportable serious injury. However, the allegations mentioned by the patient could "possibly" be related to the device or user error. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges upper airway irritation, chest pressure, headaches, problems breathing, and a typical sinus infection. The patient believes he is having problems with his kidneys which is related to his urinary incontinence. The patient has seen a doctor regarding his urinary incontinence. There is no allegation of serious or permanent harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code grid, evaluation results code grid, and conclusion code grid was updated.